Event description:
It was reported that a malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to perform pump reset, but the same malfunction code recurred after reset, so pump replacement was arranged and no additional information was received regarding further outcome.